Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
While lowering the end user to the bed, the actuator suddenly dropped the patient on to the bed.